Event description:
Additional information was received that during the valve implant, the starting deployment point was at the bottom of pigtail at implant depth of 5 millimeter (mm) on the non-coronary cusp (ncc) and 5 mm on the left coronary cusp (lcc). After the valve dislodged aortic, the implant depth was approximately -10 mm on the ncc and -10 m on the lcc. A confida guidewire was used during the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: evfxplus-34 (serial: (B)(6); product type: 0195-heart valves; product ID: l-evolutfx-34 (unknown); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure involving the tav evfxplus-34 valve, the first valve was deployed too deep, necessitating recapture. During the recapture process, the valve dislodged, and the wire came out of the left ventricle, requiring the valve to be withdrawn from the body to recross the valve with the wire. A second valve was then opened, but positioning difficulties were encountered, requiring three recaptures. During recapture, the valve dislodged. Due to persistent issues with valve positioning, the valve was withdrawn and a pre-implant balloon aortic valvuloplasty (bav) was performed to address calcification in the patient¿s anatomy. Following the bav, a third valve was successfully implanted. The valve was deployed at the desired depth of 2 millimeter (mm) on the non-coronary cusp (ncc) and 2 mm on the left coronary cusp (lcc). Patient anatomy and calcification were noted as contributing factors to the event. No patient complications have been reported as a result of this event.